Event description:
Per the third party repair statement, the alarming/red light/noisy unit/alarm will not function.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.